Manufacturer narrative:
The reported sample of eighty (80) new list #46115-10, transpac® IV monitoring kits were returned for evaluation. Out of eighty (80) thirty five (35) samples were visually inspected, and no anomalies were observed on the returned samples. The reported complaint of separation was not confirmed on all the returned sets. No visual anomalies were observed on the returned sets. 35 of the 40 returned sets were primed and pressure leak tested, and no leaks were observed. The product had performed per the specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a transpac® IV monitoring kit w/03 ml squeeze flush device, needleless valve, 10 cc contamination sheath syringe and admin set where it was reported that during patient use, that the arterial lines broke while in use. There was patient involved and harm reported but no adverse event or death reported. No additional information was provided on this complaint.